Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported to patient services and to a manufacturer representative that they have been in extreme and excruciating pain since (B)(6) 2021; however they did not realize what the issue was until around 3:30am on the morning of (B)(6) 2021. Pt stated that the ins is bulging out of their spine and that the ins is not where it's supposed to be. Pt stated that the ins is curving out "like there's a line and it bulges out like a quarter".  Photos show two bulges and redness at the bulges, one at the spine and one at the device pocket. Pt stated that the back of their legs are killing them and going numb. Pt stated that they are in so much pain that they're sweating bad and nauseous. The patient denies any falls or trauma which may be associated with this issue. The patient was sent to the emergency department by their managing physician.